Event description:
It was reported that during a heavily calcified, heavily tortuous, totally occluded, diagonal artery stenting procedure, after the xience prime (3x28 mm) was deployed, a dissection occurred. Another xience prime was used to treat the dissection successfully. There were no adverse patient sequela and was no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.